Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor's readings were lower than the actual blood glucose level. He stated that when the sensor glucose reading was 94 mg/dl, the blood glucose reading was 135 mg/dl. Nothing further was reported.